Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure on (B)(6) 2005. The patient experienced an extrusion of the device. On (B)(6) 2013, the patient was diagnosed with a vaginal erosion associated with urinary frequency and a chronic urinary retention and underwent a visceral surgery. The patient underwent reoperation on (B)(6) 2013 for a partial explant of the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.